Event description:
It was reported that re-occlusion occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad) and the severely calcified and severely tortuous diagonal artery. On (B)(6) 2023, a 2.50 x 28mm synergy xd drug eluting stent was placed in the diagonal artery and a 3.00 x 48mm synergy xd drug eluting stent was placed in the lad using a culotte bifurcation technique. The stents were post dilated individually and using a kissing balloon technique. On (B)(6) 2023, the patient presented with chest pain and elevated troponins. Cardiac catheterization showed that the 3.00 x 48mm synergy xd was occluded. The stents had to be ballooned to open for flow and the patient was discharged to cardiac rehabilitation.